Manufacturer narrative:
(B)(4). The user facility responded to good faith effort via email on 28-dec-2021 and stated that the failure occurred on (B)(6) 2021 prior to any patient involvement. The user facility also confirmed that they did not notify the authorities and that they perform pre-procedural checks and use for the product involved as well as follow any instructions for use of accessories and reprocessing. The customer owned endoscope was received by pentax medical for evaluation on 29-dec-2021. The endoscope was returned for inspection by pentax medical service under service order (B)(4) but is awaiting inspection as of 18-jan-2022. Model eg-2990i, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states. The customer reported that there was no video image involving pentax medical video gastroscope model eg-2990i, serial number (B)(4). The issue was observed in the operating room prior to use. There was no report of patient injury, delay in procedure or an event that required medical intervention.

Manufacturer narrative:
Evaluation summary: the cause of the blackout could not be identified, because repair information could not be obtained. Possible causes include disconnection of the ccd cable, ccd failure, and driver board failure. Correction information: h6: coding changed, based on the investigation result.